Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6- annex a. Investigation - evaluation. Chuv in switzerland informed cook that the balloon in a c-aebs-7.0-65-sph-as (arndt endobronchial blocker set) from lot 13474984 would not inflate. The user noted the issue prior to patient contact and a new device was used to complete the procedure. A review of documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control, as well as a visual inspection and functional test of the returned device, was conducted during the investigation. One used device was returned to cook for evaluation. Tabletop functional testing confirmed that the balloon was unable to be inflated. During an attempt to inflate the balloon from the hub, it failed to do so. The balloon was detached, which confirmed that air would pass through the balloon. The side angle tube on the hub could not be wired as there was an occlusion near the distal end of the hub. There was no glue noted where the clear tubing meets the manifold assembly. To identify what caused the occlusion, the side angled tube was removed from hub, revealing what appears to be plastic. Cook confirmed that the supplied catheter proximal manifold was manufactured incorrectly. Inspection showed the manifold inflation lumen was occluded with manifold material. This occlusion caused the inability to inflate the balloon. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (13474984) and the related subassembly lots revealed no relevant nonconformances. Cook reviewed the lots containing the same catheter manifold subassembly and found two additional complaints from these lots. These complaints (reported under medwatch report #: 1820334-2021-01523 and 1820334-2021-01527) reported balloon deflation after the balloon was left in the patient overnight. As both of these additional complaints had successful inflation of the balloon, the complaint device manifolds could not have been similarly occluded. Therefore, the cause of the two deflation complaints is not the same as this event (1820334-2021-01458). Additionally, there are no related nonconformances on subassembly lots or final lots containing that same balloon manifold raw material. At this time, there is no evidence of additional nonconforming material from this balloon hub lot in house or in the field. The affected component for this event is supplied to cook from an outside source. Cook requested that the supplier investigate this occurrence. The supplier investigation confirmed that there are inspections to identify this failure, which include a flow test through the lumen. The supplier did not identify any related nonconformances on the raw material lot. They did not confirm that the device was manufactured out of specification, but did state it was possible that there was a partial occlusion in the manifold that was not detected with the current inspection methods. Cook also reviewed product labeling. The product IFU, [c_t_aebs_rev6] ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: precautions: ¿following insertion of the blocker balloon through the multiport adapter, the balloon should be test inflated.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of our investigation as well as the supplier investigation, a potential root cause for this event has been traced to a supplier manufacturing deficiency. The material inside the barbed fitting on the manifold was occluded with what appears to plastic, and cook receives this component from a supplier. The supplier did not confirm that the device was manufactured out of specification. However, they did indicate that it is possible that an undetected partial blockage could have caused the failure to inflate. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an arndt endobronchial blocker set balloon was unable to inflate. During preliminary testing, the nurse attempted to inflated the balloon with air without success. The procedure was completed with an additional like device. No patient contact was made.